Manufacturer narrative:
Returned samples were evaluated for holding strength and found to meet all mfg and usp specifications. No defects were detected that could cause detachment. Actual sample was not returned.

Event description:
Needle detached during heart surgery on infant. No other details given.